Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the svc coil impedance slowly began to elevate with the rv coil following suit due to the svc coil. The lead was capped and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has spiking high impedance on the rv coil and the superior vena cava (svc) coil. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.